Event description:
A malfunction alarm was reported with malf 12 code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller with resetting the pump, and directed the customer to continue using the pump while advising them to report if the issue recurs. The malfunction did not recur after resetting, and the customer understood the guidance provided.